Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure the catheter became stuck with the guide wire. The 100% stenosed lesion was located in the moderately tortuous and moderately calcified mid to proximal left anterior descending artery. The 185cm kinetix guide wire was able to cross target lesion, however, when the physician was attempting to remove an unspecified imagine guide catheter it became stuck with the guide wire. The catheter and guide wire were removed intact as a single unit. Upon examining the guide wire, the physician noticed that the stuck portion of the guide wire was bent. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.